Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported being unable to increase stimulation to the desired amplitude in addition to stimulation turning off on its own. An sjm representative was unable to resolve the issue with reprogramming. Diagnostics revealed invalid impedance values for the scs lead. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was explanted and replaced which resolved the issue.